Event description:
The reporter stated she had gotten the er1 message a "couple of weeks ago." She said she had compared the test strip with the color chart and it was medium blue, not dark blue. She stated that she had done a repeat test which was "okay' and that results were not elelvated; exact value unknown.